Event description:
It was reported that the patient experienced inadequate stimulation and pain over ipg pocket site in the left upper buttock area. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 21105984/21256330.